Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a faulty mixing pump. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the issue from decontamination the unit was not cooling down. It was confirmed and the root cause of the reported issue was determined to be the mixing pump.

Event description:
It was reported that the issue from decontamination the unit was not cooling down. It was confirmed and the root cause of the reported issue was determined to be the mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.